Event description:
It was reported the stent portion of a filiform double pigtail ureteral stent set was found to be broken prior to use. The user noted the issue upon opening the package. The device did not make patient contact. The ureteroscopic holmium laser lithotripsy for stone extraction procedure was completed using another same-type device. A customer provided photo appears to show one of the pigtails separated. The patient did not require any additional intervention due to this occurrence or experience any adverse effects due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1: customer address 2= (B)(6). E1: customer phone number= (B)(6). G4: PMA/510(k) #: reamendment. H3: device evaluation anticipated, but not yet begun. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Investigation evaluation. It was reported the stent portion of a filiform double pigtail ureteral stent set was found to be broken prior to use. The user noted the issue upon opening the package. The device did not make patient contact. The ureteroscopic holmium laser lithotripsy for stone extraction procedure was completed using another same-type device. A customer provided photo appears to show one of the pigtails separated. The patient did not require any additional intervention due to this occurrence or experience any adverse effects due to this occurrence. Reviews of documentation including the complaint history, device history record (DHR), quality control procedures, and instructions for use (IFU), as well as a visual inspection and a functional test of the returned device, were conducted during the investigation. One filiform double pigtail ureteral stent set was returned. Upon visual inspection, it was noted that one of the stent¿s coils was separated from the stent. The point of separation was a clean break. In addition, the tether seems to have been pulled apart for removal instead of being cut. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) found no non-conformances related to the reported failure mode. A review of complaint history records shows no other related complaints associated with device lot. The information provided upon review of complaint file and quality control documents did not provide evidence to support that the device was manufactured out of specification or to suggest items in the lot or similar devices in the field or in house were nonconforming. The product IFU, contains the following information related to the reported failure mode. Precautions. "Do not force set components during placement, replacement, or removal. Carefully remove the set components if any resistance is encountered.¿ how supplied. "Upon removal from package, inspect the product to ensure no damage has occurred.¿ based upon the available information, inspection of the returned device, and results of the investigation, a definitive root cause for this event could not be established. The appropriate personnel have been notified. Cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.